Event description:
Pt injured in mva 2003. They had an orif repair of a femur fracture w/liss plate fixation. Four months later their femur fractures had not healed and pt had a bone graft done. Pt underwent progressive rehab in increasing weightbearing on the leg. X-rays done mid-march appeared to show that the fracture had healed. In 2004, pt was sitting at a table, crossed their legs and had an acute onset of pain in the affected leg. X-rays showed nonunion of the femur with hardware failure. Pt taken to surgery, previous hardware removed-broken plate w/multiple broken screws. Bone graft done, bolhoffer locking condylar plate put in.